Event description:
It was reported that during an achilles tendon procedure using an opus speedscrew implant, the implant cracked upon insertion into the bone. Another speedscrew implant was opened; however, after this one cracked as well, it was abandoned in the bone. The surgeon commented that the pt's bone was hard, thus breaking the implants. A new bone hole was drilled and the procedure was successfully completed using a different arthrocare implant. There were no significant delays or pt complications reported as a result of this event.